Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt last charged his ipg approximately 7 months ago, and is currently unable to communicate with the ipg using the charging system and the programmer. The pt lost stimulation approximately 3 months ago. Surgical intervention may take place at a later date.